Manufacturer narrative:
Initial and final MDR 1955570 - MDR 3003442380-2024-23576 - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states on 2024, it was reported that the patient encountered infusion set cannula was kinked. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.